Manufacturer narrative:
(B)(4).

Event description:
It was initially reported when the health care provider (hcp) was refilling a patient¿s pump (refer to manufacturer report # 3007566237) that the first several milliliters of drug were injected without incident during a refill. It then felt like the last two milliliters ¿got stuck¿. Later that same day, however, it was clarified the wrong information was initially reported. The hcp had told the reporter he had encountered resistance when he reached 18ml and that was incorrect, he was mixing up patients because he did so many refills. It was noted the patient did hundreds of refills and did them under ultrasound. No further information was provided regarding with what patient(s) the hcp had the issues with. Additional information has been requested, but was not available as of the date of this report.